Event description:
Reporter stated the infusion device shut-down without providing an error message and would not turn on after a new battery was inserted. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). The sudden shut down of the pump without alarm was due to a sudden power failure caused by battery acid leaking out of the batteries used by the customer. The battery acid corroded the contacts and caused the power interruption.